Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No moisture damage found noted.

Event description:
It was reported that the customer was taken to the emergency room 2 times due to high blood glucose and dka. Customer's blood glucose readings were over 400 mg/dl both times. Caller stated that the customer's reservoir was leaking because the insulin pump had a strong scent of insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2014-82396.